Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. The patient experienced an ischemic stroke on (B)(6) 2019,prior to the watchman implant. The patient was then given blood thinners. On (B)(6) 2019, the patient experienced a hemorrhagic stroke, which was deemed likely due to the blood thinners. The patient was hospitalized for 6 weeks and rehabilitated for 3 months. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On (B)(6) 2020, the patient had their 6 month follow up appointment which showed no abnormalities. The patient then stopped plavix and started on baby aspirin. On (B)(6) 2020, the patient experienced three additional strokes. According to magnetic resonance imaging (MRI) performed on (B)(6) 2020, it was unclear if all three strokes occurred on (B)(6) 2020 or if it was over a period of five months between the 6 month follow up appointment and (B)(6) 2020. In (B)(6) 2020, the patient had their 1 year follow up appointment which showed no abnormalities.